Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material was adhered to the scope. It was unknown if there was any delay to start of pre-cleaning. The insertion section was wiped. There were no problems with accessories used for reprocessing. The endoscope was not immersed in detergent solution. The insertion section was wiped/brushed with clean lint-free cloth, brush, or sponge. There were few additional findings. The bending section cover was dirty. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Objective lens was dirty. Scratches were found throughout the device. Due to dirt on objective lens, there is a lack of image on the monitor. Suction cylinder was shaved. Control unit had discoloration. Due to wear of angle wire, the play of up/down knob was out of the standard value. The investigation is ongoing. If additional information becomes available this report will be supplemented accordingly.

Event description:
An inspection of the returned loaner gastrointestinal videoscope revealed presence of foreign objects in the image guide tube, distal end of the device and adhesive part of the bending section cover. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The event can prevented by following the instructions for use, chapter 3 preparation and inspection, section 3.3 inspection of the endoscope, as below: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". "Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid.". The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". "Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid.". Olympus will continue to monitor field performance for this device.